Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that when peeling off the top part of the introducer, it became loose from the device. No part of the device was left in the patient, and there were no injuries or additional procedures.